Event description:
As reported by our edwards affiliates in sweden, during an implant of a 23mm sapien 3 ultra valve by transfemoral approach, while inserting the valve through the esheath+, the valve got stuck. It was decided to retrieve the delivery system (with the crimped valve) through the esheath+ and to change the esheath+. After sheath removal, the femoral artery was temporarily blocked, but it was reopened with a guidewire from the left femoral artery and a new system was used. The patient was sent home with no complications. Patient demographics and implant position were not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of inability to advance through sheath was unable to be confirmed due to the unavailability of the returned device nor imagery was provided. Although follow-up from the field stated the patient's access vessels had "mild" calcification, "mild" tortuosity, and a minimum luminal diameter sufficient for use of the 14f esheath, without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force has been previously identified in product risk assessment (pra).

Manufacturer narrative:
Update to b5 and correction to d2a. Common device name.

Event description:
Follow information was provided that the implant position was aortic.